Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that tubing from the valve connector was leaking. The fse replaced the tubing and the sheath sensor, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the navios flow cytometer. The volume of the leak was about 500 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device date of manufacture was changed from 12/01/2009 to 07/01/2012.